Manufacturer narrative:
Concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm; 320-36-00 - 36mm humeral liner +0 unconstrained; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-35-01 - small glenoid plate.

Event description:
As reported, approximately 1 year post op initial shoulder surgery, this (B)(6) female patient presented a traumatic acromial fracture and underwent an acromionectomy on (B)(6) 2021. The case report form indicates this event is unlikely related to devices and definitely not related to procedure. This event report was received through clinical data collection activities. Outcome was considered resolved on (B)(6) 2022.

Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event was a malunion of a fracture which was likely caused by patient conditions.